Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the incident occurred at a hospital. During the procedure, the rca was first predilated with another company's dilatation catheter and then a xience v (2.75 mm x 28 mm) was deployed. There was a proximal dissection in the stent for which another 2.75 mm x 12 mm xience had to be used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
.